Event description:
It was reported that tis implantable cardioverter defibrillator (ICD) showed a longer than expected charge time of 14.7 seconds. The remaining longevity was normal, but the physician was concerned with the charge time. Technical services reviewed the available device data and found the charge time was from an automatic capacitor reformation performed by the device on (B)(6) 2020. When the charge time exceeds 15 seconds, the device will declare elective replacement indicator (eri) battery status. The difference in battery capacity and charge time suggest this device will reach eri prematurely, as generally the battery capacity would deplete before the longer than expected charge times occur. The next automatic capacitor reformation should occur on or around (B)(6) 2020 and this will likely cause the device to declare eri; therefore, the device data should be reviewed at that time to confirm the charge time and battery status. Device therapy remains available. It was recommended to check the device again around (B)(6) 2020. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.